Manufacturer narrative:
Unit passed displacement test, however, unit alarmed compromised force sensor during basic occlusion test and unable to prime during prime/delivery test due to slightly loose drive support disk. Unable to perform excessive no delivery test or occlusion test due to loose drive support disk. Unit received with cracked case at display window corners and case at reservoir tube window corners. Unit received with broken belt clip slot. Unit received with minor scratches on lcd window.

Event description:
Customer reported via phone call to have high blood glucose of 600 mg/dl, which was treated with bolus delivery and manual injection. Customer reported that high blood glucose began the previous day after dropping insulin pump. Customer states that insulin pump fell of the bed causing damage to reservoir compartment and bottom of the window. Customer did not go to the hospital or contacted healthcare professional. Customer had symptoms of nausea, dizziness and not feeling well. Customer declined troubleshooting due to not feeling well. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's request.